Event description:
It was reported that balloon rupture occurred. The target lesion was located in the graft of an unspecified vessel of the arm. A 9.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The balloon was inflated at 18 atmospheres on the first inflation. During the second inflation, the balloon ruptured at 24 atmospheres. Everything was removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete circumferential tear in the balloon. The tear site was located at 2.3cm distal to the distal edge of the proximal markerband. An examination of the distal section of the balloon tear found that this section of the balloon was pulled out over the tip. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to the tear. Both sections of the balloon were bonded to the shaft at their proximal and distal bond sites. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated above its rated pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the graft of an unspecified vessel of the arm. A 9.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The balloon was inflated at 18 atmospheres on the first inflation. During the second inflation, the balloon ruptured at 24 atmospheres. Everything was removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.